Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt, there was positioning difficulty with the lead. Muscle stimulation was also reported. The lead was not implanted. No further patient complications were reported as a result of this event.